Manufacturer narrative:
Additional b5: narrative: the intended access side was the right radial. A diagnostic angiogram was being performed for a possible intervention. The device was stored properly. There was no damage to the packaging. There was no difficulty removing the components from the packaging and no difficulty prepping the components. No component appeared damaged before use. As reported, upon insertion of the 6f10cm sw radial rain sheath, the cap disengaged from the sheath and could not be reattached. The inner plastic valve came loose from the hub preventing the physician from snapping the cap back on. Another rain sheath was used which worked fine. There was no reported patient injury. The intended access side was right radial. A diagnostic angiogram was being performed for a possible intervention. The device was stored properly. There was no damage to the packaging. There was no difficulty removing the components from the packaging and no difficulty prepping the components. No component appeared damaged before use. A non-sterile 6f 10cm sw radial catheter sheath introducer (csi) and a vessel dilator were received for analysis. The products were received with the vessel dilator inserted inside the cannula of the csi. All components were thoroughly inspected focusing on the cap and no damages or anomalies were observed. A product history record (phr) review of lot 18008083 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer, ¿hemostasis valve/hub ~ separated - during use¿, was not confirmed. The returned product was thoroughly evaluated, and no damages or anomalies were observed. Exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors may have contributed to the separation. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿do not use if package is open or damaged. Insert the vessel dilator through the csi¿s hemostasis valve, snapping it into place at the hub. Thread the csi/vessel dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel. Detach the vessel dilator from the csi by releasing the snap fit ring at the hub. Withdraw the guidewire and vessel dilator.¿ based on the information available, product analysis, and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Upon insertion of the 6f10cm sw radial rain sheath, the customer said the cap became disengaged from the sheath and was not able to be reattached. The inner plastic valve came loose from the hub so the physician could not snap the cap back on. Another rain sheath was used which worked fine. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
A non-sterile unit of ¿6f10cm sw radial¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The components included on the shipping are one vessel dilator, and the csi. The vessel dilator was returned already inserted inside the cannula of the csi. All components were thoroughly inspected focusing on the cap area observing no damages or anomalies neither on the vessel dilator nor on the csi. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as ¿hemostasis valve/hub separated - during use¿, was not confirmed. The returned product was thoroughly evaluated, and no damages or anomalies were observed. Exact cause of the reported event could not be conclusively determined during the analysis. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt. Investigation codes to be provided in the final report.